Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was guided through troubleshooting steps, including inspecting and cleaning the pump area and replacing the cartridge, which successfully resolved the loading issue. Eventually, a replacement pump was approved and sent to the customer due to consecutive cartridge change errors. The customer was advised on how to transfer their settings and return the faulty pump to avoid charges.